Event description:
It was alleged that on several occasions the vent cap "popped open" while administering taxol to a patient. It was noted that a nurse in attendance was hospitalized and ventilated. There was no consequence to the patient.